Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
Additional information was received: the issue was discovered during routine maintenance. No patient was involved.

Manufacturer narrative:
One medfusion pump was returned for investigation in used condition. The pump had a cracked battery door, a cracked right plunger case, and some visible contamination. A back up audible alarm post was found in the event history log (ehl). The alarm was reproduced during power up. The alarm was being produced because a faulty super capacitor. This component had become worn as it was over sixteen years old. No other fault was found with the pump. The main board was replaced to address the reported product problem.

Event description:
It was reported that medfusion produced an unspecified alarm. No patient injury or complications were reported in relation to this event.